Manufacturer narrative:
The product has not been received for eval. Should additional info be received a supplemental form will be completed.

Event description:
It was reported that the customer received multiple occlusion alarms during basal and bolus delivery. Reportedly, customer's blood glucose level was impacted (300 mg/dl approx).